Event description:
Home patient (hp) reports the patient line of the homechoice set was not priming completely. Hp was ale to prime line after he reset up with new supplies. Per hp, there was no patient injury or medical intervention as a result of incident.